Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a cataract extraction with intraocular lens implant procedure a system message was displayed, and the vacuum pressure was slow. The system was re-booted and the case was completed with no harm to the patient.

Manufacturer narrative:
The system was examined and the reported event(s) were replicated. The active irrigation valve assembly (ai) was replaced to address both the sm and the pressure issues. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 3, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported sm and vacuum issue can be attributed to a nonconforming active irrigation valve assembly (ai). However, how or when the ai module became nonconforming remains inconclusive active irrigation valve assembly the manufacturer internal reference number is: (B)(4).